Manufacturer narrative:
The report of suspected device thrombus could not be determined. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient¿s weight was not provided. (B)(4). Approximate age of device- 8 months. The lvad device will not be returning for evaluation . No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the patient was explanted on (B)(6) 2017 due to suspected thrombus. The patient is not eligible for exchange or transplant due to social issues. Per the vad coordinator, the pump will not be returning for evaluation. No additional information was provided.